Event description:
It was reported that the device power switch would intermittently fail to turn the device on or off. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent failure. The large keypad overlay was loose and the device on/off button had intermittent function. Customer declined physio's offer to repair device. A conclusive root cause of the malfunction could not be determined.